Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an ipg replacement procedure wherein a rechargeable device was implanted. The patient was doing well postoperatively and the explanted device was discarded.